Event description:
The manufacturer received information alleging a ventilator failed a leak test during testing. There was no harm or injury reported. The device will not be evaluated by the manufacturer. The customer will be doing the repairs. A final report is being submitted. If new information becomes available following the completion of the device repair by the customer that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.